Event description:
It was reported that during surgical preparations, a microdebrider cutter was leaking saline. There was no patient involvement with this event. The scheduled procedure was completed as planned. No user injury was reported, and no adverse consequences were alleged.

Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. A follow up report will be submitted if the investigation requires.